Event description:
Left cerebral infarct secondary to middle cerebral artery occlusion. Pt admitted for surgical treatment of herniated left (3-4 disc microdiskectomy at l3-4 performed. At conclusion of surgery, adcon l applied. As dressing applied, pt had loss of bp, co2 output and oxygen saturation. CT MRI scan confirmed large infarct of left hemisphere. Pt expired after 3 days. At autopsy, in the veins of the lungs and spinal canal, an amorphous substance, which is most likely a foreign body, possibly thought to be adcon l, is seen. It is thought that the pt in some way had embolized this material which had been placed in routine fashion in the epidural space.